Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that "starter hole is off center and as a result he has decreased wear time when he using these wafers.". No harm was reported. No photos were provided.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: a batch record review was carried out on 01/04/2018 by complaint investigator for the affected lot 8c00509. The lot 8c00509 was manufactured following the applicable procedures, all the testing schemes comply with the applicable documentation, the line clearance was executed, the batch records corresponding to the realization of the mass were also reviewed and it was confirmed that no nonconformity occurred during its manufacture. The material complies with the bill of materials (bom) requirement, also the procedure instruction (pi), pl, ds, test methods (tm), mt, and other procedures were revised, and the results are satisfactory. Returned sample evaluation: no photo/no samples were received related to the reported problem. Investigation conclusion: the purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction (skin barrier starter hole is defective, e.g., misalignment or off center, leakage may occur), for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: 1. Method opportunity: due to the fact that the occurrence of this failure mode is not constant, it has peaks of occurrence during the process, it is observed that the actual testing method (random hourly sampling) may not effectively captured the defects prior to packaging, so it is suggested the implementation of a continuous testing method to anticipate to all of the peaks. 2. Manpower opportunity: a certification of the operators who have direct influence due to the ¿flange/wafer loading¿ process in the operation they are executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. 3. Machine: it is considered that due to the observations registered, machinery is the root cause of this incident. It is concluded that all the machinery/ tooling items complied when compared against drawing and procedure instruction (pi), however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Listed below are the observations. Misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. Actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. Actions covered in this investigation will be implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine is different. The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.